Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that there was a problem with the guide wire during the procedure. After the hcp removed the guide wire from inside the lead, the guide wire could not be inserted into the lead again. The lead was obstructed. There were no environmental issues that may have led to the event. No diagnostics were performed. The lead was changed and the issue was resolved. No patient symptoms or complications were reported and no surgical intervention was taken or planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.